Event description:
Rn was attempting to change IV tubing. Not using excessive force, the nurse twisted off the bi-fuse and tip of tubing cracked off and remained stuck inside of broviac. It took several hours before someone was able to successfully remove the piece using forceps.====================== health professional's impression======================the plastic piece that broke off was on the manufactured device. If the tip of the tubing were small enough, it could have migrated into the patient's circulation, potentially causing an embolism. The line also could not be closed for several hours, therefore putting this immunocompromised patient at risk for infection.